Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implant of the right atrial (ra) lead was difficulty due to the patient's tortuous anatomy. Once positioned, the helix of the ra lead did not extend and therefore, the ra lead dislodged each time the stylet was withdrawn. On the final attempt, the helix did not appear to extend, by the ra lead stayed in position. As all lead testing was appropriate, the ra lead remained implanted. The following day, the ra lead was observed to be dislodged. The device was reprogrammed to vvi. No adverse patient effects were reported.